Event description:
It was reported the pt's scs ipg has depleted prematurely. The pt received the "low battery" message on the pt programmer and lost stimulation. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.